Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was alarming no disposable with a, smiths medical, cadd medication cassette premixed with veletri. It was reported the end user switched to a backup pump however the backup pump also alarmed, no disposable, with the cassette attached. The complaint form indicates there was not injury. Per reporter residual volume was: 50 ml, and the rate was 82 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time.